Event description:
Per the clinic, the device was explanted on (B)(6) 2025 under general anaesthesia as the ground electrode was damaged during the encephalocele surgery. The patient was reimplanted with another cochlear device during the same surgery.